Manufacturer narrative:
Date of report: 24aug2018. Updated contact name. Date received by manufacturer: 10aug2018. The power management (pm) printed circuit board (pcb) was received for failure investigation. Visual inspection of the pm pcb revealed no signs of damaged or defects. The pm pcb was installed to a failure investigation (fi) test ventilator in an attempt to verify the reported symptom. The fi test ventilator was powered up and failed. The reported condition was verified. The product does not meet specifications. The root cause of the malfunction was due to c13 being shorted. This caused incorrect programming of the battery charger, which disabled charging. .

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery was not charging. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The power management (pm) printed circuit board (pcb) was replaced to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator was returned to service for patient use.